Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had been alarming no delivery and motor error during bolus attempts. She ended up in the hospital on (B)(6) 2017 for a non-diabetic procedure, but the procedure did not occur due to a high blood glucose of 680 mg/dl. The patient treated via manual insulin injections. Troubleshooting occur for the motor error alarms. The insulin pump was able to rewind without incident. However, the insulin pump will be returned for analysis due to multiple motor error alarms.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Also, the motor assembly was found corroded during our visual inspection. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to complete functional test due to prime anomaly. No motor error alarm or excessive no delivery alarms noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads and missing the end cap sticker.